Event description:
The customer reports back to back results of 300 mg/dl on his meter compared to a bg result on his doctor's meter of 74 mg/dl. No report of an adverse event. Control values were not provided. Return requested and replacement was sent.

Manufacturer narrative:
Customer threw strip canister away.